Manufacturer narrative:
H10. H3, h6: one 2.4mm sterile drill tip passing pin used for treatment but was not returned for evaluation. Due to product unavailability, evaluation was limited. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. The product is not intended to be bent. Per instructions for use: ¿the instruments are provided sterile for single use. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ root cause related to the manufacture of the device was not confirmed. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. Complaint history review found other regional reports.

Event description:
It was reported that during an acl surgery when making the tunnel of the femur, the doctor ended up bending the cold wire, and the device broke inside the patient so another device was used to complete the procedure with no delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.